Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Part of this device remains in the patient and the other portion was disposed of. No devices will be returning. The device was not returned and therefore no evaluation could be performed.

Event description:
It was reported that 2 screws from the repose system (medtronic airvance bone screw system) broke off in the patient during a hyoid and/or tongue suspension surgery on (B)(6) 2012. Upon deployment, the repose system failed to release the screws with attached sutures as it should instead, the head of screws (with sutures) stayed in the gun while the shank was implanted into the patient. Although there was no impact to the patient reported, the screws still remain in the patient. The repose system with the remaining screw pieces and attached sutures were disposed of resulting in nothing being returned to medtronic for evaluation.